Event description:
Following an antegrade femoral angiogram of the superficial femoral artery, an angio-seal device was placed in a pt's groin. Later (length of time not specified to manufacturer) the pt developed an infection at the site which required antibiotic treatment (unknown if antibiotics were adminstered orally or intravenously). On 12/01/1998 the pt underwent a second anglogram which identified the presence of a pseudoaneurysm. On 12/09/1998 the pt underwent surgical repair of the pseudoaneurysm. Follow-up from the facility on 12/11/1998 confirmed that the pt was without further sequelae at that time. As of 01/04/1999 there has been no further report to the manufacturer of any additional complication.